Manufacturer narrative:
Investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology while introducing it. The following information was provided by the initial reporter: "in the first case back last month the inserter attempted to insert the IV and with the insertion failing, removed both needle and catheter and noted that the needle was protruding out the side of the catheter... In the first case the inserter did spin the catheter 360° then attempted to insert."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter with blood control technology while introducing it. The following information was provided by the initial reporter: "in the first case back last month the inserter attempted to insert the IV and with the insertion failing, removed both needle and catheter and noted that the needle was protruding out the side of the catheter. In the first case the inserter did spin the catheter 360° then attempted to insert."